Event description:
Physician reported " periprosthetic fluid accumulation in MRI + change of breast shape. MRI shows signs of rupture". The device was explanted. Right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white biological tissue,an extended opening, and fold creases. A weight test of the explanted material was completed and it was underweight. Microscopic analysis of the return device identified wear abrasion, and a sharp opening with localized stresses induced in posterior side assessed as surgical impact, and non penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening with localized stresses induced assessed as surgical impact.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and "periprosthetic fluid accumulation". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported " periprosthetic fluid accumulation in MRI + change of breast shape. MRI shows signs of rupture". The device was explanted. Right side.